Manufacturer narrative:
The complaint investigation for a falsely depressed architect tsh result included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 06406ui00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Return testing was not completed as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 06406ui00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lots were reviewed and did not identify any issues. No systemic issue or deficiency of the architect tsh assay was identified. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased architect tsh result for a (B)(6) female patient with suspected hypothyroidism. The following data was provided (customer's reference range is 0.73 - 11 uiu/ml): sample ID (B)(6). Initial result, on (B)(6) 2020, on the i2000 was 9.66 uiu/ml, result on a roche cobas analyzer was 36 uiu/ml. It was noted that the sample was run on a gsp instrument and the tsh result was 23.3 uiu/ml, normal range is <13.5 uiu/ml. Additional laboratory results were provided: ft3 was 2.4 pg/ml, ft4 was 1.02 ng/dl. There was no impact to patient management reported.